Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of breast swelling and revision surgery. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR represents the ae of swelling. An additional MDR has been submitted to report the ae of migration and malposition. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent bilateral augmentation mastopexy using a full vertical and horizontal t incision. 2 pieces of galaform (galaflex 3dr) were used. Concomitant procedure was abdominoplasty. On (B)(6) 2019, swelling of right breast was reported. On (B)(6) 2019, patient had bilateral revision mastopexy. No resolution date was given. Review by medical affairs identifies the adverse event as likely related to the device and serious.